Event description:
It was reported that the patients device went into end of service (eos) after a third overdischarge (third strike). The company representative met with the patient to do multiple physician mode recharge sessions, as the device was in overdischarge. The patient was given instructions how to charge and how to clear the expected power on reset (por) message. The patient canceled appointments to follow up and then reported the eos message as well as a por message. It was thus determined that the patient had a third strike overdischarge. The patient planned to have the device replaced, pending insurance approval.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Lead model 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). (B)(4).